Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the pt underwent generator replacement surgery due to battery depletion, ifi = yes. Pt programming history was reviewed and revealed that generator has been within the ifi voltage range (2.6v to 2.8v) for over 2 years, which is unexpected at these voltages based upon the longevity estimates documented in product labeling (ifi to neos = 0.4 years). Review of DHR records reveals that the generator met specification prior to distribution. However, a review of the generator's post-burn test results revealed that the "trim diagvbat" value was near the lower end of the tolerance threshold (2.276v, tolerance 2.25v to 2.75v). "Trim diagvbat" is essentially a calibration test performed during post burn-in testing used to evaluate the pcbas ability to measure voltage in conjunction with assigned trim values. The uncharacteristic performance of the generator at these low voltages appears to be related to the accuracy of the generator's voltage measurement. Attempts for further info have been unsuccessful to date.